Event description:
Independent repair center, customer alleged, low o2 or yellow light and key failure is the barb fitting leaking. As stated on the repair statement additional malfunction on this device: on/off switch no alarm.